Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is not getting insulin in her body and her blood glucose readings are over 600 mg/dl. Customer stated that they continuously receive a no delivery alarm despite several set changes. It was noted that the alarm may have been caused by a set or reservoir connection. No further information reported.